Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest and subsequently expired. These allegations were allegedly caused by the product which was administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. This event is one of two events for the same patient. A follow-up report will be submitted upon receipt of any additional information.